Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter revealed coring, tears, and cuts in the sutureless connector seal that possibly caused occlusion. The white silicone boot on the sutureless connector was pulled back from the titanium housing as received. When handled in the lab, it was noticed that the white silicone boot would rotate out of position. Damage was seen on a corner area of one of the retaining ring fingers. During pressure testing, leaking was seen coming from the sutureless connector starting at test pressures of approximately 20 psi. The connection was not misaligned. Analysis revealed that difficulty with the sutureless connector led to explant.

Event description:
It was reported that (+/-) 5cm of the pump segment of the catheter was partially explanted on (B)(6) 2013 and was to be returned to the manufacturer. It was noted that the patient received a new pump ¿a couple of months¿ prior to the initial report and the neurosurgeon had ¿difficulties¿ disconnecting the catheter from the pump. In the weeks following after pump replacement the patient experienced increase in spasms/increased spasticity. Based on indium scan and isotope research they expected leakage at connection point pump-catheter. Research revealed activity outside the pump, the pump itself showed no flaws. The neurosurgeon cut off 5cm of catheter, including pump connector. The remaining piece directly showed csf (cerebrospinal fluid) when he attached new pump connector piece, problems seemed to be solved. It was noted that at the time of the initial report the patient was ¿doing fine.¿ the device system was used to infuse compounded baclofen.